Manufacturer narrative:
One catheter was returned for evaluation. Visual inspection of the device found the adhesive was compromised above the catheter hub nose, displaying a "v" shape profile of the introducer needle. This "v" shape incision is consistent with a catheter wall penetration by the cannulae as a result of a redirect during deployment, and not the result of a manufacturing nonconformance. The reported customer complaint was verified upon visual inspection. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that during the removal of a smiths medical jelco protectiv safety i.v. Catheter, a portion of the i.v. Tip was missing. The patient then had a diagnostic ultrasound and x-ray of their right arm to locate the foreign body. Subsequently, the 15 mm portion was surgically removed from the patient's right cephalic vein under local anesthesia and was noted to be "successful". The patient was discharged from the hospital a day after the event and has not returned. No additional adverse patient effects were reported.